Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, pain, undesired sensations, stimulation-related, difficult to charge and communication or transmission issue were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient underwent revision surgery to replace the neurostimulator due to the inability of the device to connect. The patient was unable to initiate charging of the neurostimulator and experienced discomfort during charging attempts. The patient experienced pain and strong sensations in the vaginal area when the charging puck was applied and stopped charging. Multiple troubleshooting attempts were unsuccessful, and charging could not be initiated. Imaging was ordered, and their condition remained unchanged, and was unable to charge the device. The patient was doing well post-procedure and has yet to follow up with their provider. No additional patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient underwent revision surgery to replace the neurostimulator due to the inability of the device to connect. The patient was unable to initiate charging of the neurostimulator and experienced discomfort during charging attempts. The patient experienced pain and strong sensations in the vaginal area when the charging puck was applied and stopped charging. Multiple troubleshooting attempts were unsuccessful, and charging could not be initiated. Imaging was ordered, and their condition remained unchanged, and was unable to charge the device. The patient was doing well post-procedure and has yet to follow up with their provider. No additional patient complications were reported.